Event description:
It was reported that final angiography performed post coil embolization of an anterior communicating (acom) artery aneurysm, revealed a perforation of the a1 - acom artery. The physician advanced and inflated a balloon catheter to provide tamponade effect in response to the vessel perforation. It was reported that the patient had minimal blood perfusion to the intracranial vessels. No additional information is available.

Event description:
It was reported that final angiography performed post coil embolization of an anterior communicating (acom) artery aneurysm, revealed a perforation of the a1 - acom artery. The physician advanced and inflated a balloon catheter to provide tamponade effect in response to the vessel perforation. It was reported that the patient had minimal blood perfursion to the intracranial vessels. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, physical analysis cannot be performed. There is no indication from the information available that the reported event is related to product specification nonconformance. There is no indication that the synchro device malfunctioned. However, vessel perforation and complications are known anticipated complications to these types of procedures and are listed as such in the device direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
The device was disposed.